Manufacturer narrative:
Additional information received on 12/01/2022: incident date: (B)(6) 2022. Procedure type: unknown. Patient injury: none. No medical intervention or revision was needed and no case delay. Second unit was used to complete.

Event description:
N/a.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit showed that the lock had both lateral and rotational movement with a residue buildup present. When properly positioned and locked, the unit would not move, even with lock movement. Service & repair could not duplicate slippage. However, unrelated to the complaint issue, upon disassembly, it was noted that the index knob and the lock will need new components added to replace worn internal parts; unit was machined to have heli-coils added to large starburst threads. The helicoil was replaced in the ratchet extension due it coming out. Complaint has been confirmed for repair needed. Root cause: the complaint could not be duplicated via inspection/functionality testing of the unit. Probable root cause of the reported complaint is likely due to residue buildup, along with worn internal components. The device was cleaned, machined, with routine maintenance performed, and worn internal components replaced. No fractures or additional defects were discovered. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report #: 3004608878-2022-00255. A facility reported that the head attachment on mayfield modified skull clamp (a1059) slipped off patient's head. No patient injury or surgical delay has been reported.